Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump stopped working and was not accepting any batteries. The customer's blood glucose was 432 mg/dl at the time of incident. The customer reported that the insulin pump received battery out limit alarm. Troubleshooting was performed. The customer reported that the insulin pump continued to alarm battery out limit alarm. The customer was advised to replace the insulin pump. Product is not expected to return.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump monitored for several days. Unit received with all operating currents within spec and passed error test and displacement test. No unexpected alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected battery out limit anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.